Event description:
Customer complains blood leak after 15 minutes into treatment. Patient suffered a blood of approximately 255ml and it was not returned by clinic policy. No medical intervention was necessary.